Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging their evoke closed loop stimulator (cls). During charging attempts, the patient reported that the device became warm and the phone indicator light illuminated on their evoke charger. Troubleshooting included attempts to establish a connection with the cls and charge the device but unsuccessful. A revision procedure was performed, and the cls was replaced to resolve the reported event.